Event description:
Product surveillance received a report from largo's technical service center that the home patient (hp) had contacted them due to an inquiry they had. On october nineteenth, hp contacted largo, with no specific problem, and mentioned that on the most previous occasion where they had issues with their treatment, they had a bag fall and become disconnected from the homechoice set spike, so they respiked another solution bag onto the same line. After several attempts to contact hp, the company has been unsuccessful. Per hp's nurse, no patient injury or medical intervention was associated with this incident from what she knows; however, the nurse had not heard from hp since before this incident, and plans to meet with hp shortly. If additional information becomes available it will be added to the complaint file at that time.